Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent subureteral sling implantation with concurrent bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy, cystocele and rectocele repair to treat menometrorrhagia, stress urinary incontinence, pelvic pain, pelvic adhesions and fibrous band in bladder. The patient underwent mesh removal concurrently with a burch repair in 06/2012.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.